Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On unknown date, primary tha surgery was performed using non-j&j implants. On (B)(6) 2017, revision surgery was performed using non-j&j implants other than endurance cement (part#: 545050500, lot#: unknown). The following events were confirmed with the endurance cement. - the surgeon felt a strong resistance force when he tried to mix the cement using the evolution system (non-j&j). - the mixed cement became hardened in 6 minutes after mixture of the ample. - he stopped using the mixed cement at the time of injecting it a little to the femoral cavity. - he removed all the mixed cement from the femur, and then used non-j&j cement, judging from that j&j cement could no longer be used. The revision surgery was completed with a delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the complaint states ¿on unknown date, primary tha surgery was performed using non-j&j implants. On (B)(6) 2017, revision surgery was performed using non-j&j implants other than endurance cement (part#: 545050500, lot#: unknown). The following events were confirmed with the endurance cement. The surgeon felt a strong resistance force when he tried to mix the cement using the evolution system (non-j&j). The mixed cement became hardened in 6 minutes after mixture of the ample. He stopped using the mixed cement at the time of injecting it a little to the femoral cavity. He removed all the mixed cement from the femur, and then used non-j&j cement, judging from that j&j cement could no longer be used. The revision surgery was completed with a delay.complaint investigation conducted based on information provided in the complaint report. No investigational inputs were received.¿ the mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. The cement checklist attached to the complaint does not adequately describe the operating theatre or storage conditions. As temperature greatly effects the properties of the cement, this could potentially be a root cause for the problems observed in theatre. The IFU states the following: ¿bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 23°c will affect the handling characteristics and setting time of the cement. Note: manual handling and body temperature will reduce the final setting time. The handling characteristics and setting time may vary if the cement components or mixing equipment have not been fully equilibrated to 23°c before use.¿ the dfmea, dva-107020-fde revision 6 has been reviewed and it gives reference to improper cement characteristics due to cement sensitivity to environmental temperature during storage/ distribution and references the IFU information mentioned above. See attachment ¿extract from dva-107020-fde rev 6 temperatures.pdf¿ in conclusion, the conditioning and storage of the product, exposure to high humidity (e.g. Foil removed and product not stored in low humidity environment) or the operating theatre temperature could have influenced the unusual behaviour reported. Device history lot: device history reviewed: batch lot number not provided therefore a DHR review is not possible. Complaints database searched: batch lot number not provided therefore a DHR review is not possible for the lot. Total for lot number: n/a. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.